Event description:
It was reported by the customer that a defective preloaded intraocular lens (iol) was identified. The tip of the lens was found to be warped. The procedure was completed with another lens. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 18, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was stuck in the cartridge and overridden by the plunger rod. The tip of the cartridge was also observed to be damaged. Ovd was observed inside the cartridge. The lens module was opened and inspected; no issues were identified. The plunger rod and handpiece were inspected revealing no issues. The lens was removed from the cartridge and inspected revealing that the lens was folded. The lens was also observed to be damaged and torn. The lens could not be unfolded for further evaluation. The complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.